Event description:
Patient was started with a heparin infusion (25000units/250ml) at 12cc/hr post myocardial infarction. At 06:30 on event date, a new IV was hung but not started as the patient's blood coagulation studies (pt,ptt) were very elevated. It was decided to stop the heparin drip for a period of 2 hours. At 08:30 the sigma pump was restarted. At 16:30, 6 hrs later, it was noticed that the IV tubing above the pump was "distorted", further examination revealed that the slide clamp above the pump was in the closed position. The pump did not alarm "proximal occlusion" during this entire period. The pump history indicated that 80 ml of this infusion had been absorbed but the IV bag remained completely full (250 ml). The patient was completely anti-coagulated at the time the problem was discovered and had to be bolused with heparin and restarted on another drip. No other patient information is available at this time.